Event description:
It was reported to philips that the system's flexvision computer was unable to boot the system. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the flexvision computer unable to boot system. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed the issues with grabber cards in the flexvision pc. Fse replaced the flex vision pc. After the replacement of flex vision pc, the system was returned to use in good working. The codes were updated based on the investigation outcome.